Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. .

Event description:
Customer reported via phone call that they experienced button error, prime/fill anomaly and excessive no delivery alarms. Customer's blood glucose value was in the low 200's mg/dl. The customer stated that the buttons were sticking and the pump did not rewind. The customer declined to troubleshoot. The insulin pump will be returned for analysis.

Manufacturer narrative:
All buttons functioning properly. However, found slight corroded keypad traces. The insulin pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, occlusion test, self-test and unexpected restart error test. No excessive no delivery alarms, prime/fill anomaly and rewind anomaly noted. The insulin pump passed all operating currents tested within the spec range and passed off no power test. Device received with cracked battery tube thread, cracked reservoir tube lip, cracked case near display window corners and minor scratches on display window noted.